Event description:
On (B)(6) 2016, information was received from a consumer regarding a female patient who was receiving fentanyl 500 mcg/ml at 58.35 mcg/day and morphine 30 mg/ml at 3.501 mg/day via an implantable pump for spinal pain. On an unknown date, the pump was "not giving all the medicine either." The exact volume discrepancy was unknown, but it was "5 something" and later reported that she didn't really know. No patient symptoms were reported. The patient was to follow-up with their healthcare provider (hcp).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.